Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter luer was broken, and the balloon catheter was replaced with resolve; the case was completed with cryo, and no patient complications have been reported as a result of this event.